Event description:
It was reported that during a laparoscopic gastric bypass procedure, malformed staples were noticed after firing the device to complete the jejuno-jejunal anastomosis. A blue cartridge was used to complete the procedure using the same stapler. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Bowel at what location on the tissue? Jejuno-jejunal anastomosis. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku. If echelon, during which stroke did the event occur ? Na. What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? Yes if so, which product? Gore seamgaurd. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.